Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Serious criteria include the need for medical and surgical intervention. The non-serious, expected events of inflammation and scar at the implant site, device ineffectiveness and the unexpected event of encapsulation reaction were considered possibly related to the treatment. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-mar-2018 by a (B)(6)-year-old female patient who reports her own case. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On an unknown date in (B)(6) 2017 (3 years ago), the patient received treatment with sculptra to unknown area for flaccidity (unknown amount, lot number, injection technique and needle type). On an unknown date, unknown time after the treatment with sculptra, the patient experienced small balls/formation of granules (granuloma skin) in the whole area (area was not specified). The patient also reported that her body had rejected the product, at the place where sculptra was applied there was formation of granules and the patient had an inflammatory response (implant site inflammation). In addition, the patient also experienced lack of efficacy (device ineffective) as the sculptra was given to treat flaccidity but until this time she did not see result. As corrective treatment, the patient used unspecified antibiotics and corticoids [corticosteroid nos]. At the time of the follow-up report, the patient still had small balls that were coming from the inside to outside. The patient informed that everything that was applied on the skin was rising again (as reported) and her body encapsulated the product(encapsulation reaction). The patient clarified that she was full of marks and scars (implant site scar) and also had performed a plastic surgery to remove the small balls on an unspecified date. Information regarding action taken, hospitalization, lab test and physician consulted were not provided. Outcome at the time of the report: small balls/formation of granules was not recovered/not resolved. Lack of efficacy was unknown. Inflammatory response was unknown. Body encapsulated the product was unknown. Full of marks and scars was unknown. Tracking list: v.0 initial. V.1 fu received on 03-jan-2020 from consumer. Additional events were added. Device implant date and corrective treatment details were updated. Case was upgraded to serious due required surgical intervention.